Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, it was reported that the patient suffered a head injury in 2011 and subsequently experienced poor performance and severe, constant pain in the implanted ear, with and without device use. Reprogramming attempts were made and the patient was administered with an optical nerve block; however, the pain did not resolve. Subsequently, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
This report is submitted 24 march 2020.